Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 411 mg/dl. Bg was addressed with manual injections. A system check was performed and air bubbles were observed within the infusion set tubing. An infusion set change was performed resolving the issue.